Manufacturer narrative:
Explanted date: device was not explanted. Occupation- cath lab mgr. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal vip device failed. They appeared to have a successful close; however, failed. Manual pressure was successful. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. The estimated blood loss was less than 250cc. Additional information was received on 01jun2021. The patient did not have bleeding in recovery; the device failed on the procedural table. The procedure performed for the patient prior to use of closure device was a diagnostic left heart catheterization (lhc). A 6fr pinnacle sheath was used. There were somewhat difficulties with arterial access, sheath, guidewire, or catheter insertion, the patient was moving around constantly; had to lay on her to keep her still during the deployment. A pre deployment angiogram was performed. According to the physician, insertion, deployment, or withdrawal of the device felt okay, although the patient was obese and moving around a lot and they felt this caused the failure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: ''for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device.'' The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.